Event description:
The catheter had been in place in the right forearm for 15 mins. The catheter was flushed using a 10 ml syringe, prior to contrast injection. The catheter was attached to an extension set, which was attached to the power injector. The catheter separated from the adapter, during removal from the pt. The catheter was removed with gloved fingers.

Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.